Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilation while in use on a patient and the device posted an error message. It was reported that the involved patient died, however according to the user specifications, the reported event did not caused or contributed to the patients death.

Manufacturer narrative:
The log file was analyzed for investigation. Based on the log file a restart of the device on the reported date of event could be confirmed. Based on the log file entries a deviation within the software that monitors the turbine's rotational speed occurred, leading to a restart of the device being triggered. In this case, there is no actual deviation of the turbine speed present. The alarm condition was resolved by the restart. After the restart, ventilation was resumed with the last settings. Subsequently the ventilation was stopped by the user and the device has been set to standby mode. As per log file entries no additional technical device failure was logged. A deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. The device reacted to the detected deviation as specified and performed a restart. After the restart, ventilation was resumed with the last settings. As stated by the user the involved patient died, however according to the user specifications, the reported event did not cause or contributed to the patient¿s death. The death of the patient was 4 days after the reported event as reported by the user. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped ventilation while in use on a patient and the device posted an error message. It was reported that the involved patient died, however according to the user specifications, the reported event did not caused or contributed to the patients death.